Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise oversensing leading to multiple inappropriate mode switch episodes. During procedure insulation anomaly was noted. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of noise and insulation anomaly were confirmed. As received, a complete lead was returned in one piece. External abrasion breaching the outer insulation and exposing the outer coil was found at 18.1 - 18.4 cm from the connector pin consistent friction to the device can.